Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll UK for evaluation. Device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the autopulse platform was performed and the load plate cover was observed to be damaged. The damaged load plate cover is unrelated to the reported complaint of the platform. A review of the archive data was performed and no discrepancies were observed. Functional testing was performed on the autopulse platform. The autopulse passed testing and function as intended. In summary, the reported complaint was not confirmed during functional tests. Following service, the power distribution board and the load plate cover were replaced as part of the process. After replacing these parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that autopulse platform (s/n (B)(4)) stopped working unexpectedly. No information was provided if a patient was involved with this event. No additional information was provided.